Event description:
It was reported the catheter was replaced during a pump replacement, due to elective replacement indicator (eri). The catheter could not be aspirated; catheter was thought to be occluded. The issue resolved with replacement. The patient's status at the time of the event was stated to be alive with no injury. There were no patient symptoms or complications associated with the event. The pump was used to deliver morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Destructive analysis was completed and no new or additional anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6), 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed overinfusion of an undetermined root cause. The pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Analysis of the 8709sc catheter (B)(4) revealed coring/tears/cuts in the seal of the sutureless sc connector. Under microscope inspection indents and circular coring were seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing showed the sc connector to be leaking, most likely due to the coring that was seen. Analysis of the 8709sc catheter (B)(4) revealed a dark residue occlusion in the dispensing holes as well as a user related hole in the catheter body. Dark foreign material was seen in all 3 sets of dispensing holes. When initially tested for patency, an occlusion was seen in segment 3 but all occlusions were easily broken loose. After decontamination, the dark foreign material was no longer in the most proximal set of dispensing holes but the catheter was still discolored in this area. Segment 3 had two holes in an area between the 17 and 18 cm marking. There was a hole on one side of the catheter and another on the other side in the same general area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).